Manufacturer narrative:
The returned device analysis confirmed the reported material separation of clip. Additionally, the threaded stud was observed to be broken. The actuator coupler was observed to be deformed. The silicone valve inside the clip introducer was noticed to be torn. The broken threaded stud was sent to the material characterization lab (mcl) for analysis and the results indicated that the fracture morphology failed in torsion (tensile shear). Moreover, review of the electronic lhr was performed and there was no related exception issue associated with the threaded stud component lot that was used for manufacturing the lot associated with this complaint. Lastly, the threaded stud incoming quality assurance (iqa) tensile data was reviewed, and the results indicate that there was no shift in the tensile data for the threaded stud. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the observed broken threaded stud could not be determined. Reported material separation was due to the cascading events of the observed broken threaded stud. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report separation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. When removing the dilator and stiff guide wire, the valve on the steerable guide catheter (sgc) was not watertight although the physician stated there was no leak. Aspiration was required although there was no air noted in the device or the patient. The device was replaced with a new sgc. A clip delivery system (cds) (10218u152) was advanced to the mitral valve and during movement in the left atrium the distal part of the threaded stud was separated from the clip. The clip was removed still attached to the cds and 2 new cds were implanted to complete the procedure, reducing mr to 2. There were no reported adverse patient effects and there was a 10 minute delay in the procedure, but no impact was caused to the patient. No additional information was provided.